Manufacturer narrative:
A ge service rep performed an onsite investigation. The filament driver board and power cap module were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a 'wait ten seconds, turn off power circuit' error message and would not fluoro at all. The system would not complete boot up. There is no report of pt injury associated with this event.